Event description:
Two endeavor drug-eluting stents (MFR report # 2953200-2009-00036 & -00037) were implanted at the 1st obtuse marginal. Pt was asymptomatic /free of symptoms at 30 day and 6 mo f/u. Two spontaneous gi bleeds are reported to have occurred on the same day, approx 12 mos following index procedure. Investigator has indicated that there was no hemodynamic compromise and there was no requirement for inotropes. Investigator has indicated that events were not related to study stents. Antiplatelet medications were stopped three days following events. Pt was asymptomatic at 1 yr f/u.

Manufacturer narrative:
(Other: secondary intervention) - (other: bleed).